Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The estimated longevity decreased not as expected, from nine to four and a half years, within one and a half year period. The power consumption was higher than expected. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was requested. The investigation will be updated should further information be provided.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The estimated longevity decreased not as expected, from nine to four and a half years, within one and a half year period. The power consumption was higher than expected. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The physician and the patient's significant others made the decision to not replace the device as the patient is in poor conditions, fragile and old enough. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Supplemental: if information is provided in the future, a supplemental report will be issued. Initial: additional information was requested. The investigation will be updated should further information be provided.